Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that qty. 2 of an ar-613-98 tka small impactor broke. This was discovered during a tka procedure on (B)(6) 2022. All fragments were retrieved from the patient and the case was completed without further incident.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection it was noted that the c8394-01 notch has one side broken off. The cause of this is undetermined, however, a probable cause is associated with wear and tear.